Event description:
It was reported that the dv5 robot continued to produce an error 32100 that resulted in the boom being disabled. The technical service engineer was unable to view the system logs at the time, the customer noted that there were no procedures on the event date. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported dv5 robot boom disabled error 32100. The fse replaced the orienting platform (op) brake and was able to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. For confirmed issue: the complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the robot boom operation failure is attributed to the op brake.